Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation and kink were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, heavily calcified, proximal diagonal artery. During advancement of the 2.75x15 mm xience xpedition stent delivery system heavy resistance was felt, which resulted in the proximal shaft kinking and then separating. A new 2.75x15 mm xience xpedition was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.